Manufacturer narrative:
This report is for an unknown k-wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that a fragment of the unk - guide/compression/k-wires got stuck in the insertion hole of its mating device (insertion guide). The rest of the device is not visible in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the insertion guide. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2022, during the procedure, the k-wire broke off in the guide block and stuck in it. It could not be removed. There was no surgical delay. Procedure outcome was unknown. Patient outcome is stable. This report is for one (1) unknown k-wire this is report 2 of 2 for complaint (B)(4).